Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster for evaluation and the evaluation has been completed. Bwi then conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the device was found bent and rough surface on the vizigo sheath. The identified bent in the tip could be related to excessive force or manipulation and could be related to the 'roughness' mentioned by the customer since the bent resulted in a rough surface in the sheath's tip; however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. As part of quality process all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the sheath¿s shaft was reported to be rough. Reporter stated that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not smooth at the tip. Part of the sheath was sticking out at the tip so that the sheath was unable to advance smoothly when being inserted into the body. The sheath was replaced, the issue resolved. On 1-nov-2021, additional information was received indicating the device looked like the tip was damaged. No internal sheath mechanism was exposed. The tip was rough. Reporter is unsure if any electrode was damaged as we were not able to place the sheath in the body. Based on the additional information received on 1-nov-2021 indicating the tip was rough, the event was reassessed as an MDR reportable malfunction.